Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused by environmental factors, that prevent proper cleaning of the lens surface. Resulting in blurring of the image.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10nl. In the event reported, the user stated towards the end of the procedure, the lens of the endoscope was "foggy" and visualization was poor. Clinical staff state they have never seen this issue before when using different equipment for the same procedure. The customer also stated 'endoscope 670 was fogging up at the end of the case. The patient will have to be brought back for another procedure within 6 months time as the visualization was poor. There is potential for not being able to see important pathology or stop bleeding if the physician cannot see what they are looking for. No immediate patient harm, but patient will require another colonoscopy within 6 months as physician could not visualize polyps under 5mm. Potential missed cancerous growths could lead to false negative cancer diagnosis with serious health repercussions several months to years down the line. The user reported serious deterioration in the state of health - unexpected medical or surgical intervention to prevent death, life-threatening, permanent impairment of a body function and/or permanent damage to a body structure. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. The device is currently pending return to pentax (B)(4) for further evaluation. On 22-nov-2021, a device history record (DHR) review for model ec38-i10nl, (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04feb2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.